Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The biomed reported that the device displayed a speaker malfunction and they were unable to confirm if it had audible sound. No patient involvement.